Event description:
Healthcare professional reported left side exposure. Device has been explanted.

Event description:
Healthcare professional reported left side exposure. Device has been explanted.

Manufacturer narrative:
Continued e1 additional fax number: (B)(6). Device evaluation: based on the device analysis grid, the assessments of the complaint are: exposure: unable to observe as it is a medical event not related to the device. Additional observations: one opening observed on posterior side assessed as surgical damage like. Creases were observed. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure.

Event description:
Healthcare professional reported left side exposure. Device has been explanted.